Event description:
This serious medical device case reported by email to company refers to a female whose age and allergies were not reported. Consumer had previous dental and bridgework, 3 implants, since she was in her (B)(6). On or about (B)(6) 2018, consumer used the doctors brush picks for dental care and within two days she developed swollen gums, pressure in the gum area, and a small lump on her gum. Consumer was leaving the country so she contacted her dentist for an antibiotic as her "mouth was bothering" her. Amoxicillin was prescribed. Dose and duration of therapy not reported. On an unknown date, consumer had "..x-rays and a cat scan that did not show anything". Consumer reported that on (B)(6) 2018, she was scheduled for an apicoectomy to help diagnose her issue and she stated, " I have had extensive dental work since my twenties and have never experienced anything like this from a product."